Event description:
It was reported that worsening of a pre-existing dissection occurred requiring intervention. The patient has a pre-existing dissection in the right common iliac artery. Severe tortuosity was noted in the abdominal aorta and right iliac artery. After consideration and discussion, the physicians elected to proceed with using the right side for valve implant. A 14 f isleeve introducer sheath was prepped, introduced and sutured into place in the right groin per the directions for use (dfu). Balloon aortic valvuloplasty was performed with a 25 mm non-bsc balloon. Two inflations were needed. The first dilation was incomplete due to balloon movement. A large acurate neo bioprosthesis was prepped and introduced via a transfemoral approach over a correctly positioned safari2 guidewire. The valve was successfully positioned and deployed per dfu. The delivery system was with drawn through the valve and closed down in the descending aorta per the dfu. As the physician pulled the closed delivery system down the descending aorta, resistance was felt and the delivery system would not fully retract through the isleeve. Fluoroscopy showed interaction between the delivery system and isleeve. The delivery system was difficult to advance or retract. The severe tortuosity in the abdominal aorta and right iliac artery was contributing to the difficulties and resulted in "kinking" and "accordioning" of the isleeve. Knob 1 on the delivery system was opened slightly to allow the physician to advance the delivery system several millimeters, reclose it to the appropriate degree and then attempt to reclose it. The isleeve was retracted out of the body by several centimeters to move it to a straighter segment in an effort to remove the delivery system. It became apparent that there was damage to the isleeve and the decision was made to remove the delivery system and isleeve as 1 unit. The devices were successfully removed without incident and without losing guidewire access across the freshly deployed valve. A new 14 f isleeve was successfully positioned per dfu without issue. Post dilation was performed with the same 25 mm non-bsc balloon that had been used for predilatation. As the balloon was pulled back, the same resistance was encountered in the descending aorta. The balloon was re-advanced a few centimeters and pulled negative on the balloon to further reduce the profile as much as possible. Kinking was noted 3/4 the way to the hub from the distal tip to the isleeve. No accordioning was noted. The balloon was successfully removed from the isleeve without incident. Final evaluation shoed mild pvl. The patient's hemodynamics remained stable throughout. Upon final peripheral evaluation, it was determined that the pre-existing dissection in the right common iliac artery had worsened prompting the implant of 2 covered vascular stents. The worsening dissection was mostly likely attributed to the severe tortuosity and significant forces applied to the vessel with the delivery of the valve. The stents were successfully placed. No further complications were reported. The patient is reported to be doing well.